Event description:
Pt presented on 9/12/94 with red, uncomfortable os. There was pin-point infiltration inferior anterior stromal cornea os. There is significant neovascularization ou and 3 plus gpc ou. Before august she wore another lens for almost 4 yrs. She was wearing the lenses ew for 2 weeks and said she took them out overnight on the 6th night. Not a legal protocol. Infiltrate cleared up within one week with no contact lens wear. Because she has gpc there is every reason to believe that she did not change the lenses even as often as she said. She now understands the importance of compliance.